Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2018-02498; 3005168196-2018-02499.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coils 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician was unable to advance two pc400s through the px slim. Therefore, the pc400s and px slim were removed. The procedure was completed using new pc400s and a new px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned px slim was ovalized at the distal tip approximately 150.0 cm from the hub. Conclusion: evaluation of the returned px slim revealed that the device was ovalized at its distal tip. If the device is forcefully gripped or pinched during preparation, damage such as an ovalization may occur. During the functional testing, the embolization coil could not be advanced through out of the distal tip of px slim due to the ovalizations. Evaluation of the two pc400 revealed that the two devices were undamaged. During the functional testing, the embolization coils were advanced through their introducer sheath and a demonstration px slim without an issue. The px slim ovalization caused the inability to advance the pc400s experienced during the procedure. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-02498 and 3005168196-2018-02499.